Manufacturer narrative:
Consumer stated they experienced an infection in their mouth. The serial number of the toothbrush was not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that they got an infection in their mouth and discovered mold inside of their sonicare power toothbrush. Medical attention sought.

Manufacturer narrative:
Product was discarded by consumer and not returned to confirm a malfunction has occurred.